Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. To address the blood glucose (bg) level, the customer administered a manual injection. Additionally, the cartridge and infusion set were changed, and the customer delivered boluses with the pump. Recommendation was made to consult with health care provider regarding diabetes management.